Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the rv lead was explanted due to high capture threshold. The patient was asymptomatic and stable post procedure.